Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-18018. It was reported the patient was not receiving effective therapy due to high impedances. The patient underwent surgical intervention where the leads were replaced with new ones restoring therapy

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.